Event description:
A false negative (-) total bhcg (tbhcg) test result from a single pt that was generated by the access instrument. The customer indicated that a pt had a history of high tbhcg results and a diluted tbhcg test was requested (sample was tested from a primary tube). The diluted tbhcg result was "<1000miu/ml." The customer then repeated the original pt sample neat for tbhcg (sample was tested from the primary tube). The repeated neat tbhcg result of 0.62miu/ml was reported out of the lab. The physician questioned the tbhcg result and the sample was repeated in diluted mode. The sample was tested from a pour off 2ml cup. The tbhcg result was 16913miu/ml. The customer indicated that there was no change to pt treatment attributed to or connected with this event.